Event description:
Customer reported the nurse undertook an operational check while the device was connected to the patient via the pads. The patient was seen to jolt in the bed; however, there was no report of negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.